Event description:
Pt previously undergone a transobturator sling with concomitant vaginal hysterectomy and cystoscopy 2006. She has suffered from dyspareunia and pelvic pain as well as her husband. Surgical removal was desired.